Event description:
It was reported that a customer could not connect a newly applied freestyle libre 3 plus continuous glucose monitor (cgm) sensor to the ilet app, receiving alerts that data could not be transferred, after which the customer was transferred to the sensor manufacturer for assistance. No adverse clinical symptoms reported. Symptoms included no sensor glucose data available to the ilet system. Outcomes included interruption of continuous glucose monitoring data within the ilet app. User support included customer troubleshooting and referral to the partner organization for sensor pairing support. Investigation of this case revealed a pairing failure between the external cgm sensor and the ilet app, consistent with a sensor-to-app communication issue requiring a new cgm sensor. It was concluded, based on previously established findings for similar reports, that the cause was external device interoperability or communication failure.

Manufacturer narrative:
Initial.